Manufacturer narrative:
Event date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient¿s family member that the patient had an electromyogram (emg) the day prior to the call and that while the emg was happening it was affecting the ins. The caller reported the emg was making ¿horrible¿ sounds. The caller reported that now the patient had shooting pain going up their back and they could not sleep the night prior to the call. It was noted the caller called because they wanted to make sure they turned the ins off. While on the call, the caller was walked through using the programmer and the ins was confirmed to be off. The family member also reported that the patient was looking to get the ins removed because the ins was not helping the patient. The caller reported something had changed and the ins did not seem to work for the patient. The caller noted they patient had an appointment with their health care physician (hcp) on (B)(6) 2019 to discuss the patient¿s symptoms. It was noted that the ins not helping anymore occurred about a month after implant. There were no further complications reported.